Event description:
It was reported that some myopotential oversensing was noted on the patient activated implantable cardiac monitor device electrogram. It was also reported that the patient was experiencing syncope. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).